Manufacturer narrative:
Per gfe (good faith effort) response, it was confirmed that the customer contacted the engineer for a hospital feedback consultation inquiring when the power management board recall can be carried out. The device can be charged normally, no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that during boot up self-check which is outside clinical use, it was observed that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered, as it was during boot up self-check.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).